Event description:
It was reported that two insulin-dependent pts who underwent high-risk, elective ankle and hindfoot fusions treated with rhbmp-2 augmentation developed wound-healing complications. They were successfully treated with local wound care, negative pressure dressings and antibiotics. They received standard perioperative antibiotics.

Manufacturer narrative:
(B) (4). Literature citation: bibbo, et al, recombinant bone morphogenetic protein-2 (rhbmp-21) in high-risk ankle and hindfoot fusions, foot & ankle international. July 2009, number 7. A review of the device history records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.